Event description:
It was reported that an implantable cardioverter defibrillator (ICD) device alarm triggered. The superior vena cava (svc) impedance was found to be out of range even though the svc had been pinned plugged. The svc alert was turned off, and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).